Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to charging issues. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg replacement procedure was per physicians preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.